Event description:
It was reported that on (B)(6) 2025, during a right colon feea was performed. (1st and 2nd firings were used the blue cartridge, 3rd firing was used the gold cartridge, and 4th firing was used the gold cartridge and slr.) Five days later, the patient complained of right sided pain. However, there was no fever and there was no problem with the blood test, so the patient was observed. One week later, reoperation was performed. When semi-open surgery was operated, the staples were found disrupted. Omental patching was performed, the anastomosis was managed, and a stoma was created. Patient information: young patient with no chemotherapy or colonic obstruction before surgery. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 6/8/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H11 = b3: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional event information: additional suturing was performed at the anastomosis site. The patient has already been discharged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: which firing was the slr being used upon? What anatomical structure were the jaws with the slr fired? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.